Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a coronary artery bypass procedure, the clips were double firing and scissoring. To correct this issue, the clip line had to be over sewn.